Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 2 tubes underfilled. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 2 tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo showed an underfilled tube. Additionally, functional tests were conducted on 20 retained samples, and all were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.